Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump and battery were very hot. It was reported the issue occurred after the pump emitted a replace battery warning. Reportedly, there was no damage or evidence of moisture to the pump prior to the issue. The reporter stated that the battery cap was changed 4 months prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.